Event description:
N/a.

Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed from the evaluation. The handle is out of adjustment. Evaluation showed that the shock cushion, 6in transitional teeth and adjustment wrench threads are all worn. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. This device exceeds its expected life of 7 years (manufactured in 2010). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a a2101 mayfield ultra base unit was not locking/ closing correctly. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.